Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the plunger had to be tapped after releasing the first seed in order to lower the second and subsequent seeds. The patient received all seeds as planned. The failings caused re-introductions of needles and sub-optimal control of implant geometry.

Manufacturer narrative:
The device was not returned for evaluation. There is no lot number associated with the reported product code. The instructions for use states the following: "warnings: do not unscrew magazines from applicator carefully follow the seed loading instructions on page 2. Do not exceed the stated capacity of seed per cartridge. Do not handle the magazine by the protruding spring-loaded magazine plunger. Do not over tighten the round magazine head. Do not let seeds drop into the cartridge cavity. Do not use force on seeds; handle seeds gently. Initiate radiation surveys on all components upon completion of a seed implant procedure. Practice the "alara" principle. Use appropriate radiation protection and precautions when handling radioactive materials. Ascertain that magazines are "empty" prior to disposal! "Conduct radiation survey"!" The device was not returned.

Event description:
It was reported that the plunger had to be tapped after releasing the first seed in order to lower the second and subsequent seeds. The patient received all seeds as planned. The failings caused re-introductions of needles and sub-optimal control of implant geometry.